Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implantable cardioverter defibrillator replacement for normal battery depletion. Prior to the procedure, the old device was interrogated, where it was observed the patient's right ventricular (rv) lead was sensing noise and had a high pacing impedance. The patient's rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.